Event description:
A pt ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.0 ml of coaptite lot #1032138 (x2) on (B)(6) 2012. The pt reported urinary retention following the procedure on (B)(6) 2012 and was treated with foley catheterization. The retention resolved on (B)(6) 2012. The physician assessed the severity of the event as mild and definitely device-related.

Manufacturer narrative:
At the time of this report the urinary retention had resolved. A review of the device history records indicates the reported lot #1032138 met all specs prior to release with no abnormalities noted.